Event description:
A 6-4 amplatzer duct occluder embolized to the descending aorta in a small baby. Eventually, surgery was used to extract the device.

Manufacturer narrative:
The results of this investigation are inconclusive, since the implant echocardiograms or medical records will not be provided to aga medical for review. Echocardiograms are needed to confirm sizing, and evaluate other parameters of the implant procedure. The reporter was contacted for followup, but declined to provide further information.